Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during an MRI exam, a sedated patient sustained a cut finger from an open space between the bridge and the magnet cover near the front opening. The cut required sutures.

Manufacturer narrative:
The investigation by ge healthcare has been completed. After finishing the scan, the finger of the sedated patient fell within the gap of the table while bringing the patient out of the scanner bore. This system was operating per specification and there was no malfunction. Additionally, per the mr operator manual, it is recommended to position the patient's limbs, hair, and clothes completely on the table to avoid risk of injury when the table is moving. The manual also states that sedated patients should be more closely monitored. Straps were not used to reduce risk of injury. The gap at the location in which the injury occurred is between the scanner front bridge cover and the bridge. This gap exists as part of the design and is controlled during installation with adjustments to align the bridge. The bridge on this system is in specification for alignment. The injury occurred on a rough edge located within this gap. Although the injury in this case was serious, the most likely injury from a similar event is a superficial soft tissue injury such as a cut or abrasion that is typically self-resolving or only requires first aid.